Event description:
It was reported that the procedure was to treat the mildly tortuous, non calcified right coronary artery (rca). After predilatation was performed on the lesion, the guide wire was placed inadvertently down the acute marginal, instead of the rca, after which the xience v stent was advanced and deployed. At this time it was noticed that the stent had been deployed in the wrong artery, which was small, causing a dissection, which ultimately turned into a perforation. Pericardiocentesis was performed, and after additional ballooning, the graftmaster stent was selected for treatment and crossed through the lesion; however, at this time, the devices backed out of the artery, and after retraction of the graftmaster stent delivery system, the stent implant was not on the balloon. On angiography, the stent implant was noted to be hung up on the deployed xience v stent in its undeployed state. The decision was made to refer the patient for surgery, during which disease in the left anterior descending artery was treated with bypass surgery and a saphenous vein graft to the rca was performed, bypassing the graftmaster which remains in the patient. The patient was discharged on (B)(6) 2012 and reported to be well. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of dissection and perforation are listed in the xience v everolimus eluting coronary stent system instruction for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The graftmaster referenced is being filed under a separate medwatch report.